Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer had multiple pocket failures. A field service engineer (fse) ran the hardware test application (hta), which failed during pocket ejection. The drawer was removed, and the flat flex cable was replaced. After reinserting the drawer, the fse ran hardware test application, which passed successfully. The customer was able to recover the pockets. Additionally, fse ejected the pockets, removed debris from underneath the pockets as a preventive maintenance and inside the trays, and checked the connectors on the back of the station, removing additional debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie drawer had multiple pocket failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.